Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On an unknown date, the patient was hospitalized for the event. On an unreported date, the patient was treated for the peritonitis with intraperitoneal (ip) vancomycin and ip gentamicin (doses, frequencies, and durations were unknown). On an unknown date in the same month as the receipt of this report, the patient was discharged from the hospital. The outcome of the peritonitis event was not reported. On an unknown date, pd therapy was discontinued and the patient was placed on hemodialysis therapy. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.